Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during a rotator cuff repair, the twinfix anchor broke. It is unknown whether the device was inside or outside the patient when the issue occurred. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H2: additional information in a1, a2, a3, b7 & d9. Correction in b5, e1 (initial reported name and last name) and h6 (health effect - impact code).

Event description:
It was reported that during a rotator cuff repair, the twinfix anchor broke. All the broken pieces were retrieved from the patient with tweezers. The procedure was completed with non-significant surgical delay using a back-up device in the originally drilled bone hole. No further complications were reported. The patient's current status is good.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the anchor and suture string still in place. The anchor is fractured below the suture window and the distal end of the insertion device is deformed. All returned items have debris on them. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.